Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the leads were explanted and replaced. Therapy restored post-op.

Event description:
It was reported patient's leads had invalid impedances due to migration. One of the leads was fractured. Investigation was unable to identify which lead was fractured. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.